Manufacturer narrative:
Findings: visual analysis of the "as-received" tego connector confirmed component damages which would cause the device to leak. Extensive engineering testing and analysis determined the root cause was attributable to incorrect technique/usage and user error. These findings were provided to the reporting distributor/facility for review of their usage practices.

Event description:
Intl ((B)(6)) complaint received reporting leakage problems with use of blood tego connector. The information received reports "blood leak at the check valve slit of the tego cap. The tego connectors were removed and replaced with no further issues. There were no reported adverse patient consequences. Device return: one (1) used d1000 tego connector was returned to the manufacturer for testing and analysis. Although requested, the involved set-up, mating and access devices were not returned. MFR's.. Investigation: visual inspection and analysis (pre and post decontamination) was performed. The results recorded various component damages/cracks to the tego connector including surface seal damage along the rim above the thread post. The report also noted that during decontamination flushing leakage was observed coming from the corner of the slit. Engineering testing: the returned tego connector was air and pressure leak tested per the product specs. The engineers report documents the returned tego connector leaked from the corner of the seal and at the damage top rim, thus confirming the reported device issue. Additional engineering evaluations the returned tego connector was disassembled and evaluated. The report documents evidence of clotting/ blood fibrins between the silicone seal and the body post. Tega component body damage was also present in the form of two large axial cracks which extended from the top rim of the tega body down about 1/4". This component damage contributed to the leakage identified as coming from the tego seal where it had been damaged on the top surface directly inline with the body cracking below the seal damage. The thread post was also noted to be damaged/cracked. Although not always repeatable, previous engineering investigations have replicated similar component damage when technique/usage employed off center insertion of a mating device combined with over-tightening and or unintended force while attaching /detaching the device. The investigations also found similar damages when non­ compatible mating/access devices that fail to meet the iso standard 594/2 are used. The internal. Clotting/blood residue that was observed is an indication of inadequate flushing/technique.